Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, the customer attempted to deliver a bolus and subsequently, an alarm 30 occurred. The customer's blood glucose level ranged from 468-469 mg/dl. The customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.